Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair on (B)(6) 2016 and mesh was implanted during which the surgeon noted omental adhesions in the hernia sac as well as to the old mesh. He carefully took down all these adhesions from the hernia sac and it was clear that the mesh looked like it had rolled superiorly causing the recurrent herniation in the inferior aspect of the incision. The mesh was then completely removed from the omentum and a small amount of bowel using some sharp and cautery dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.